Event description:
Customer reportedly received results of hi (greater than 33.3 mmol/l) and 4.5 mmol/l within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6).